Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the lead. The physician noted that the lead exhibited high thresholds and phrenic nerve stimulation (pns) occurred. The physician left the lead implanted. On 12/03 at a pre discharge check the lead exhibited high thresholds and pns was noted to be present. A fluoroscopy was performed and no anomalies were noted. The physician elected to reprogram the device and leave the lead implanted. The patient was in good medical condition.